Manufacturer narrative:
The device was received and evaluated. The exposed portion of the soft cannula was observed to be crushed and torn, however, the timing and cause of these damages could not be determined. Fluid was observed exiting the tear during a fluid pass through test. It could not be determined when and how the tear occurred and if it contributed to a failure to deliver insulin. The download data did not show any timeouts or drive stalls that would indicate the device struggled during the run. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 26.7 mmol/l (480.6 mg/dl). The pod was worn on the patient's back for between 25 and 36 hours. As treatment, a correction was delivered and a new pod was applied.